Event description:
A stryker 12k shaver was being used with a future medical system shaver interface ref 4114. There was a dc voltage potential between the shaver tip and earth ground of ~24v when used with the interface resulting in a burn to the pt's leg that was grounded to the operative leg holder.